Event description:
Additional information was received from a health care provider via a device manufacturer representative. It was reported that the cause of the volume discrepancy was unknown. The patient did not have any signs or symptoms of overdose and the withdrawal symptoms were resolved with a refill. The issue was considered resolved. The patient's weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving lioresal (2000mcg/ml at 720mcg/day) via an implanted infusion pump. It was reported that at the first refill since implant, the patient presented with withdrawal symptoms including increased spasticity for the past three days (relative to the date of report). During the refill, the expected reservoir volume (erv) was 8.2ml and the actual reservoir volume (arv) was 0.5ml. The hcp was to contact the surgeon. It was noted that the patient did not have any overdose symptoms since implant. Additional information was later received from a manufacturer representative. It was noted that typically this facility ordered new drug and did not take drug from the old pump during replacements. The representative was to discuss bringing the patient in early for their next refill to see if the volume discrepancy occurred again.